Manufacturer narrative:
Reportable, as this would contaminate the sample and cause a re-draw. Customer email indicated that the results of the analysis remains consistent with previous syringe. The customer was provided potential causes for partial syringe fill. Ra: (B)(4) indicates the risk associated with "partial fill of syringe due to user error" is a 7 - extreme.

Event description:
The customer has noted multiple issues with the syringes: 1. The syringe doesn't always fill properly 2. When aspirating, air gets into the sample (although they did state that this often happens with self-filling syringes). 3. Blood also comes through the cap (blood dripped through the cap). 4. Blood has sometimes also flowed through the plunger of the syringe.

Manufacturer narrative:
Reportable, as this would contaminate the sample and cause a re-draw.

Event description:
The customer has noted multiple issues with the syringes: the syringe doesn't always fill properly. When aspirating, air gets into the sample (although they did state that this often happens with self-filling syringes). Blood also comes through the cap (blood dripped through the cap). Blood has sometimes also flowed through the plunger of the syringe.